Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose levels of 600mg/dl. Customer¿s current blood glucose 228 mg/dl. Customer was treated with manual injection and insulin pump customer was assisted with troubleshoot. Cannula was straight. Drive support cap was normal. There was no air bubble and leak. The insulin pump will not be returned be for the analysis.